Event description:
A patient was on the table with a schuremed shoulder positioner attachment on the leg section elevated to approximately 30 degrees above level. The table was in reverse trend and the back section was down. A click was heard and the patient started to fall. The patient was caught by the surgical staff and was not injured. Surgical staff received bruises, scrapes and a twisted knee, but none required medical intervention. The patient became extubated during the fall, was intubated, awakened, and the procedure was ceased. The table was examined by a berchtold representative. It was not damaged and functioned properly. The shoulder positioner was found to have a severely damaged right side latching mechanism, which allowed the chair to disengage from the table. Pictures of the chair were sent to schuremed. It is possible that the latching customer was provided with a contact at schuremed to return their shoulder positioner for evaluation and repair.